Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation can be performed. The device has not been returned, therefore resmed is unable to confirm the alleged malfunction at this time. The aircurve 10 vauto user guide states the following indications for use: ¿the aircurve 10 vauto device is indicated for the treatment of obstructive sleep apnea (osa) in patients weighing more than (B)(6). It is intended for home and hospital use.¿ it delivers continuous positive airway pressure to a spontaneously breathing patient. It is not intended to be used as a life support ventilator. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an aircurve 10 device suddenly stopped working while in use on a patient under general anesthesia during surgery. It was reported the device was not able to power back on, the surgery was stopped and the patient was administered oxygen. There was no serious injury reported as a result of this incident.